Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked j2/lcd keypad connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding. Customer stated they changed battery twice and still not responding. Customer stated insulin pump dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.